Event description:
Customer reports a fiber leak on reuse number 7 noted at the onset of treatment by visible blood in the dialysate lines, blood leak alarm and confirmed with hemastix. Estimated blood loss was 250cc. Treatment was continued with new disposables without incident. No pt injury or medical intervention reported.